Manufacturer narrative:
Pump passed the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test; however, pump error 63 and pump error 4 during self-test and confirmed in pump history due to cold solder joint at u1 keypad assembly. Unit received with minor scratched lcd window, keypad overlay texture damage, cracked keypad at select button, faded serial number label and cracked retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a pump error 63 alarm. Customer's blood glucose was 172 mg/dl. Troubleshooting was performed and customer was advised that insulin pump would need to be replaced.